Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing a keypad occurred through troubleshooting of the device. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of 'key pad' was confirmed during evaluation as a damaged keypad screen. Evaluation found the keypad itself was working without issues. The keypad screen was observed to be cut. The determined cause was external influence. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted. The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. Evaluation experienced a low audio during testing. The cause was identified to be a loose speaker. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had an unspecified keypad issue. This occurred during an unspecified process step. There was no known patient injury or medical intervention associated with this event. No additional information is available.